Manufacturer narrative:
The touchscreen was returned to philips for evaluation. The technician reported the following conclusion/root cause, "product investigation lab (pil) is unable to confirm the complaint of touch operation failed several times. The dut passes flex print resistance testing and resistance ratio testing, indicating the touch screen functionality is within acceptable tolerances."

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that failed to operate several times. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips service engineer (se) confirmed that there was a misalignment in the reaction of the touchscreen, and that the touch operation was not performing properly. The se replaced the touchscreen to resolve the issue.